Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(4) 2019 senseonics was made aware of an adverse event where the user experienced a hypoglycemia event while sleeping and claimed the continuous glucose monitoring system did not alert him. The user did not check his blood glucose and did not require medical attention.

Manufacturer narrative:
Due to no availability of the exact time of the incident the investigation was inconclusive. Overall the system performance was as expected. G1-2 contact information was updated. H6 results code was updated to 3221. H6 conclusions code was updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report. Age or date of birth: patient age and date of birth provided.